Event description:
The pt underwent a planned procedure for a cormet hip resurfacing device on (B)(6) 2007. It was reported that the pt had 2 to 3mm gap on the anterior 30% of the femoral/head/neck junction at initial implantation. On (B)(6) 2008, the pt leaned over a tire rack at work and experienced femoral neck fracture just underneath bottom of femoral head cap. Corin has not been able to obtain further info nor have access to the explanted device.